Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is currently not available. Device discarded by user facility.

Event description:
The affiliate reported via email that the anchor failed to deploy. Jnj rep had a discussion with the surgeon who insists he was through the meniscus when he deployed the device. Jnj rep will also ensure reps attendance at the next case to correct any technical issues. There was a 15 minute delay to procedure. No ae to patient. The case was completed with a same like product. Additional information received via email from the affiliate on 11-5-2017 type of procedure was acl. The failure occurred with the first implant. The first implant was implanted into the patient. The detached implants were removed by hand. Needle angle was 12 degree. Location and type of repair was posterior and lateral deployment was fine, it was more an issue with the button staying on the back of the meniscus. Surgeon thought he was right thru, and it was set at 16mm. The repair was completed by using fastfix. The surgeon did use a probe. The reason for the 15 minute delay was having to use multiple devices. The lot number for the device was the info received from the hospital.

Manufacturer narrative:
Product complaint # (B)(4). The complaint device is not being returned and it was discarded by the customer, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Previous provided lot number was incorrect and depuy synthes has been informed that the lot number is not available.